Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with error code 515. This condition had the potential to interrupt delivery. This condition was found in the sterile processing department upon power up. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 515 was not confirmed nor reproduced during product evaluation. No assignable cause was provided during product evaluation and no repair was necessary for the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions during manufacturing found.